Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call for blank display and cosmetic damage. Blood glucose at the time of incident was unknown. Customer reported blank display and mentioned that insulin pump was not working. The customer reported cracked pieces around the battery compartment. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Pump had blank display due to corrosion on the interface board. Unable to perform idle current test, run current test, self test, off no power test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test due to blank display. Pump had broken belt clip slot.